Manufacturer narrative:
The manufacturer's field service engineer replaced the user interface assembly to address the reported issue. The user interface assembly was returned to the manufacturer for failure investigation. Visual inspection revealed contamination and damage to the touch screen. The user interface was installed into a failure investigation test device in an attempt to duplicate the reported issue. The reported was duplicated; the display remained black while breaths were delivered. This problem was traced to the user interface to power management board cable. It was found that the cable was dislodged and not locked into the connector. Reattaching the loose assy,cable,user intf to pwr mgmt, v8000 corrected the no display failure. It was determined that the dislodged cable led to the black display. .

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display is broken. There was no patient involvement.